Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device failed visual inspection due to scratched trigger and stuck trigger in the fully pressed position. The trigger most likely was scratched when it was tried to lift the trigger out from the pressed position with a sharp object. Furthermore, it was found that the electrical ports of the device are damaged. Due to the stuck trigger in the fully pressed position other test steps could not be performed. The device failed pre-test for general condition, sticky trigger, check function of the device and check oscillation frequency. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper handling and normal wear.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. UDI:(B)(4).

Event description:
It was reported from japan that prior to a total hip arthroplasty surgical procedure, it was observed that the handpiece device trigger would not return to its original position. The surgeon was able to complete the procedure my manually turning the power supply on and off. The surgery was completed successfully without delay. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.